Event description:
The pt reported that her infusion device is not delivering insulin properly and her blood glucose registered "hi" (typically greater than 600 mg/dl) on her blood glucose meter. The pt's normal blood glucose range is 80 to 180 mg/dl. The pt reported symptoms of "quivering in my throat and pressure headache." The pt would bring her blood glucose down by bolusing or giving herself an injection of insulin. The pt was sent a replacement infusion device. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.